Event description:
The company representative on behalf of the customer reported to olympus that a brown sticky foreign matter came out from the tip of the evis lucera elite gastrointestinal videoscope. The issue occurred during reprocessing ahead of a routine diagnostic procedure. The cleaning brush was red when brushing. The intended procedure was completed with the same device. The device was inspected before use. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. There was no delay to the start of pre-cleaning. The customer wiped the insertion section. Water was aspirated through the instrument /suction channel. The air/water channel was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was not presoaked in detergent solution. The customer wiped/brushed all external surfaces of the endoscope, with clean lint-free cloths, brushes, or sponges. The channels were brushed. The customer flushed the channels with the detergent solution. There were a few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The universal cord had discoloration. Paint on suction cylinder was peeled. Due to damage on charge coupled device (ccd) unit, image flare occurred. Scratches were found throughout the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was identified as having a manufacturing no non-conformance. Based on the results of the investigation, the reported problem could not be confirmed. A definitive root cause could not be established. It was confirmed that the device was reprocessed in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.